Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Date of implant: (B)(6) 2010 and/or (B)(6) 2011. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with l4-5 discogenic back pain and underwent the following procedure: l4-5 de compressive laminectomy, facetectomy and foraminotomy with l4-5 tlif, l4-5 cage application, autograft, allograft, l4-5 posterolateral arthrodesis with l4-5 posterior non-segmental instrumentation, stealth image guidance and intraoperative fluoroscopy. As per op-notes,¿ the cartilaginous endplate was removed and the bony endplate was roughed up down to bleeding bone. The disc space was irrigated and trials were placed. A 14 x 26mm cage was the best fit. A rhbmp2 sponge was then placed in the anterior disc space and then rhbmp2 and autograft were packed inside of a 14x 26 peek cage. The cage was put into place.¿ the patient tolerated the procedure well without any intraoperative complications.